Event description:
On (B)(6) 2012, a registered nurse (rn) contacted a baxter technical services from a hospital regarding an unrelated alarm. On (B)(4) 2012, global pharmacovigilance conducted follow-up with the peritoneal dialysis registered nurse (pdrn) regarding hospital visit. The following information was obtained. On an unreported date few years ago, the home patient (hp) began peritoneal dialysis (pd) therapy with a total fill volume of 12l. On an unreported date, the patient became "very compromised," described as not been eating. Treatment rendered was total parenteral nutrition (tpn) and amino acids. On an unreported date, the hp experienced cloudy peritoneal effluent. The patient was living in a nursing home at this time. On (B)(6) 2012, the hp was treated with vancomycin and cipro for cloudy effluent. On an unreported date, the hp appeared septic. On (B)(6) 2012, the physician was notified of patient's appearance and the hp was hospitalized for peritonitis. Cause of peritonitis was unknown. On an unknown date, but within one week after the hospital admission, the hp's pd catheter was removed. Pd therapy was discontinued at that time and the hp was switched to temporary hemodialysis. At the time of this report, the hp was still in the hospital and hemodialysis was ongoing. Peritonitis was ongoing and improved. The pdrn considered the event of peritonitis to be unrelated to pd therapy, dianeal and any baxter supplies or devices.

Manufacturer narrative:
(B)(4). This report of peritonitis - no malfunction or use error is not confirmed and the cause was not identified because no sample was returned to baxter and the user did not describe any types of use errors or other issues that might have caused potential contamination. A review of all batch record documents was performed for potentially associated lot h12d30047 with no issues noted during the manufacturing process. There were no deviations from standard procedure.

Manufacturer narrative:
(B)(4). This is report 2 of 2. This report of peritonitis - no malfunction or use error is not confirmed and the cause was not identified because no sample was returned to baxter and the user did not describe any types of use errors or other issues that might have caused potential contamination. Since this report of peritonitis was received with no alleged device malfunction or use error, a sample was not requested. A review of all batch record documents was performed for potentially associated lot h12d30047 with no issues noted during the manufacturing process. There were no deviations from standard procedure.